Event description:
It was reported that the user experienced a temporary signal loss between the freestyle libre 3 plus sensor and the ilet, after which the system reconnected approximately 15¿20 minutes later during a post-meal period with a reported glucose of 340 mg/dl that was trending down; user education and troubleshooting were performed to address the signal loss. Symptoms included hyperglycemia. Outcomes included self-monitoring and no medical intervention or hospitalization. Investigation included a review of device performance with user coaching on signal loss and post-meal glucose management. Investigation of this case revealed that the hyperglycemia was consistent with recent meal intake concurrent with a brief sensor communication interruption, and that supplies were changed after the meal without adverse effect on subsequent glucose trends. It was concluded that the event was attributable to a combination of transient sensor signal loss and post-prandial hyperglycemia, with the device reconnecting and glucose trending toward range. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.